Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 1200 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer was not available to confirm that the programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.